Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, backup vvi was noted on the device. Technical support was contacted and event queue overflow (eqo) was the suspected cause of the event. The device was reprogrammed and restored to resolve the issue. The patient was in stable condition.